Event description:
Additional information received indicated the device was reprogrammed. Additional episodes of post-paced t-wave oversensing were observed. Additional reprogramming is anticipated to be performed.

Event description:
During follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.